Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1907 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at the hub/PICC junction. The PICC was removed and a new PICC placed.